Event description:
It was reported that during a cardiac ablation procedure using the balloon catheter, the console displayed a system message indicating that the safety system detected fluid in the catheter and stopped the injection. Additionally, it was not possible to insert the mapping catheter into the balloon catheter completely. The issue was resolved by replacing the balloon catheter, after which the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 20531 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. External visual inspection of the balloon segment showed blood/fluid inside the balloon. Visual inspection of the shaft segment was performed and no anomalies were identified on the shaft segment. The shaft is intact with no apparent issue. External visual inspection of the electrical handle segment was performed and no anomalies were identified. The electrical connector is intact with no apparent issue. Catheter smart chip data could not be verified. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). Deflection testing (lever pushed to the forward and backward position) was performed, the shaft re-act as initially intended. No kinks were identified on the shaft and after dissection, the pull wires were also intact. During pressure testing and dissection of the balloon segment, no anomalies were identified. Both balloons and bonding were intact. During inspection and pressure testing of the shaft segment, a guide wire lumen was partially detached from tip molding bond. During inspection and pressure testing of the shaft segment, a guide wire lumen breach was observed at the catheter tip. No anomalies were identified during the inspection and/or pressure testing of the handle segment. The guidewire lumen, and pressure sensor tube were intact. In conclusion, the system notice 50005 was confirmed through analysis and the balloon catheter failed return inspection due to the guide wire lumen partially detached from tip molding bond and the guide wire lumen breach was at the catheter tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.